Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and tubing to resolve the issue.